Event description:
The facility's biomedical technician reported an infusion pump with failure code 7, found during pt use with no pt injury. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, or medication involved. When the failure code occurred, a 750 ml bag was used to infuse 32 ml per hour. The volume to be infused was 750 ml. The pt had to be transported to the hospital to complete the infusion. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.